Manufacturer narrative:
The removed o2 solenoid valve was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and reported there was no anomalies. The pil technician could not duplicate failure from the service and verified that o2 valve passed all testing. No issues were found with o2 solenoid valve, which was sent from the service. In regard to the data acquisition (da) printed circuit board assembly (pcba), the pil technician visually examined the component and reported there was no anomalies. The pil technician verified passing results for flow testing. The pil technician could not duplicate the da pcba failure from the service. The suspect da pcba operates on the stb without issue or error code. The suspect data acquisition pca operates as designed. In conclusion, no failure was found during the pil component analysis. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating a o2 (oxygen) failure on a v60 ventilator. The device was not in clinical use. There was no patient harm. A philips remote service engineer (rse) evaluated the issue with the customer biomed and confirmed the reported v60 error message of o2 failure. The rse determined the issue was caused by a possible fault with the da (data acquisition) pcba (printed circuit board assembly) or the o2 valve and arranged onsite service. A philips field service engineer (fse) evaluated the device and replaced data acquisition pcba and o2 solenoid valve. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.